Event description:
The home health staff were preparing to insert a PICC. When they took the unit out of its package and began to remove the stylet as usual, the catheter began to curl and coil so it could not be used. There was no pt contact and unit was returned to MFR on 7/16/99.